Manufacturer narrative:
Device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint condition. Device history record review: manufacturing date: march 8, 2016 ¿ expiration date: january 31, 2025. A review of depuy synthes monument device history records for manufacturing revealed no issues for this complaint number. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the box containing a titanium cannulated trochanteric fixation nail (tfn) was punctured upon receipt at the facility. The reporter indicated that the surgeons would not accept the device received in punctured packaging. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) trochanteric fixation nail (part 456.322s / lot h049715) was received for investigation. The device was received in the original packaging. The external box was severely damaged and punctured. The outer, plastic dust cover was not punctured. Per the complaint description, the product was received in this condition at the facility. The cause of this complaint condition is a shipping/handling issue. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. The trochanteric fixation nail is intended to treat stable and unstable peritrochanteric fractures, intertrochanteric fractures, basal neck fractures, and combinations thereof. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The packaging qualification document was reviewed and was found that the packaging for this device is qualified to the requirements of under standards. Although the internal sterile packaging was not compromised, an unsterile implant/instrument would be a possible hazard from a punctured package. The cause of this complaint condition is a shipping/handling issue. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.